Manufacturer narrative:
Evaluation was not possible, as the device has not been returned. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A review of the device history record was performed which confirmed no inconsistencies. In the event the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
During a shoulder arthroscopy procedure, it was reported that the device started to shed while shaving soft tissue. All fragments were flushed from the joint. There was no delay in the case and there were no reported patient injuries or complications. The device will not be returned for analysis.